Event description:
It was reported that t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave pump connected to a working outlet for at least 30 minutes, then to rely on syringe if pump battery depleted before new charging supplies arrived, and issue was ultimately resolved after technical support sent replacement charging cable and wall adapter and provided slight pump replacement assistance.